Manufacturer narrative:
At this time product has not yet been returned and valid serial number/model number has not been provided. The device mfg date is unknown. A physical investigation is not able to perform.

Event description:
Caller called in because she just received the bgm from her insurance and when she put the batteries it statrs smoking and very hotand big black spot on the middle of the machine. Ask for the the model number , but she can't see it and not sure if its a speaking or non speaking.